Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not closing due to physical damage. The customer reported that the system displayed an "ac power failed" message. The unit then showed signs of electrical issues, including visible sparks and a burning smell. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails were broken. A field service engineer could not duplicate the issue and also confirmed that there were no sparks and burning smell. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not closing due to physical damage. The customer reported that the system displayed an "ac power failed" message. The unit then showed signs of electrical issues, including visible sparks and a burning smell. However, there were no delay or adverse events or injuries reported based on this event.